Event description:
It was reported to philips that the device failed the therapy supply test. There was no patient involvement.

Manufacturer narrative:
H3 other text : the customer was provided a quote for repair, including labor and replacement part, but the customer did not accept the quote and the quote expired. No repairs performed, no parts replaced.